Manufacturer narrative:
The device was not returned analysis. Attempts to obtain specific details have been made. However, our attempts have been unsuccessful. Based on the reported information, there is no evidence that the device was defective or malfunctioned. The reported events are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). MDR related to this event: 2029214-2017-00256.

Event description:
Citation: low-pressure balloon angioplasty with adjuvant pharmacological therapy in patients with acute ischemic stroke caused by intracranial arterial occlusions. Nogueira rg1, schwamm lh, buonanno fs, koroshetz wj, yoo aj, rabinov jd, pryor jc, hirsch ja. Neuroradiology. 2008 apr;50(4):331-40. Doi: 10.1007/s00234-007-0340-z. Epub 2008 jan 3. Medtronic received report that during percutaneous transluminal angioplasty (pta) with a balloon an embolic event occurred to the distal posterior inferior cerebellar artery resulting in a stroke, during pta for vertebrobasilar occlusion.